Manufacturer narrative:
This medwatch report is being filed based on the image received on (B)(6) 2023, revealing fractured material. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu) warnings: do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. As described in the device instructions for use (dfu) operational instructions: safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm. If coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously. The image provided by the distributor presented a fracture of the guidewire, exposing the core wire at an unknown distance from distal tip. The specimen also presented kink/bend damage at an unknown distance from the formed distal curve. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or handling factors may have impacted on the event as reported. No patient information was provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: nurse mentioned safari wire was found damaged in coating at opening patient present at time of event?: yes. Patient complications: no patient complications. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no. Time of event - other: when surgeon requested safari wire to nurse staff they discovered wire was damaged. Patient outcome: patient is ok and was sent home. Patient was present in the procedure but not in contact with the wire, because it was replaced by another safari wire. Note: this medwatch report is being filed based on the image received which revealed fractured material.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled, loose and double bagged with in "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload fracture of the core wire approximately 0.5 cm from the proximal aspect of the distal tip weld mass with 6.5 cm of subsequent stretching of the coil wraps, exposing the underlying core wire. The exposed core wire presented bend damage 0.80 cm from the proximal aspect of the wire fracture. The specimen also presented kink/bend damage 9.8 cm to 10.5cm from the distal aspect of the formed curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu) warnings: · do not torque this guidewire. · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. · never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. As described in the device instructions for use (dfu) operational instructions: · safari2tm guidewires should be handled carefully and inspected before use and when possible, during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm · if coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.